Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two unknown mentor gel implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. (See 1645337-2018-02893 for contralateral implant report).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/12/2018. On 4/20/2018, two unknown mentor gel implants were received by the mentor failure analysis lab with no accompanying information. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).